Event description:
Rising to high rv (right ventricular) coil & svc (superior vena cava) coil impedances high rv thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).